Event description:
Information received from the field does not address the patient's clinical status but notes intermittent ventricular sensing , irratic behavior and that lead impedances could not be accessed.~~~